Event description:
During patient use, while the ventilator was ventilating, the alarm silence led came on and the light stayed on. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.